Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va0s8ed, implanted: (B)(6) 2016, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient was not getting enough relief and wanted the device explanted. The device was explanted on (B)(6) 2017. There was no diagnostic test or environmental issues noted. There was no other issue noted. The patient weight was asked but reported as unknown. The issue was resolved at the time of this report.

Manufacturer narrative:
Section d information references the main component of the system and the other applicable components are: product ID: 3889-28, lot# va0s8ed, implanted: (B)(6) 2016, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient stated that the device was not working anymore, despite changing the leads.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.